Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the hcp removed the dilaudid and clonidine and put in bupivacaine on (B)(6) 2013. One to two weeks after, the patient had an adverse reaction to bupivacaine. The patient started to lose the strength of their legs again, began to feel tingling in their legs that they did not have before and stated their legs seemed heavy. After that, the patient wanted the pump out completely. The patient stated they would rather have their full brain capacity rather than the pump because pump was not doing what she wanted it to do. The patient also reported never having therapeutic effect. The pump therapy was not doing what the patient wanted it to. The patient was not very functional and the pump therapy was not helping the patient¿s pain. The hcp removed the bupivacaine and replaced it with saline. Six months later, the pump was removed in (B)(6) 2014. The outcome was not reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.